Event description:
Additional information was received that additional alerts were received for the high out of range shock impedance measurements for the right ventricular (rv) lead and defibrillator. The patient was brought into the office and testing revealed that coil to can measured in range at 77 ohms and coil to coil measured out of range at 164 ohms. Boston scientific technical services (ts) was consulted and discussed defibrillation threshold (dft) testing. The intermittent high out of range pacing impedance measurement continued and two months later another alert was generated along with an alert for low rv intrinsic amplitude. Subsequently the patient was brought in for defibrillation threshold (dft) testing. When programmed rv coil to can the rhythm was converted with the impedance being 62 ohms and the shock impedance in the painless test was 88 ohms; thus the shock vector was programmed then the rv coil to can. The device and rv lead remain in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information via the patient's remote monitoring system that the cardiac resynchronization therapy defibrillator (crt-d) exhibited high out-of-range (oor) shock lead impedance (sli) measurement on right ventricular (rv) lead. Boston scientific technical services (ts) reviewed the data and noted that the sli was stable and within normal range. Ts further discussed the cause of the issue and advised to bring the patient for device evaluation. Additional information obtained from the field representative indicated that the cause of the oor sli was not determined. The clinic did a patient initiated interrogation (pii) after the alert and all the readings were in normal range. The clinic will also continue to monitor the patient. At this time, the system remains in service. No adverse patient effects were reported.